Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that there were reagent probe puncture marks out of alignment on the reagent packs. The cse aligned the reagent probe to reagent tray and the autoloader to the reagent tray. The reagent tray steps, and reagent probe horizontal steps were not similar between all positions, suggesting the reagent tray did not shift from its base. The cse also confirmed air in line of the wash station and found that the line from the solenoid valve to pump p9 was disconnected. The line was reconnected, and the system was primed. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated total human chorionic gonadotropin (hcg) and troponin (tnih) results were obtained on a atellica im 1300 instrument. The initial results were reported to the physician(s). The same samples were repeated on the an alternate atellica im 1300 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg and troponin results.